Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and was not powering on. The screen was black, and although the customer verified that the power plug and outlet were functioning properly, the issue persists. Remote smart service (rss) indicated the station was offline. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning on. A field service engineer (fse) found that drawers 4.1 and 4.2 were off the bus. The fse replaced the drawer controller and pyxis module controller (pmc), configured the station, and verified proper operation. The drawers were tested in diagnostics and by the customer, with all tests passing, resolving the issue. The system functioned as intended after the field service engineer repaired the device.